Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/55 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: effect of concomitant tricuspid valve repair on clinical and echocardiographic outcomes in patients undergoing left ventricular assist device implantation. 2025. 14, 7554. Doi: 10.3390/jcm14217554. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes in patients with concomitant tricuspid valve repair (tvr) at the time of left ventricular assist device (vad) implantation. Patients were divided into two groups: those with and those without tvr. The authors described patient deaths in both groups; however, the causes of death were unknown. There were patients who experienced pre-discharge complications in which some patients were readmitted to the intensive care unit (ICU) and included stroke, pulmonary embolism, pneumonia, renal failure with dialysis, prolonged ventilation, cardiac arrest, right heart failure, and postoperative atrial fibrillation (af). Within thirty days of implant, there were patients readmitted to the hospital, patients who required right ventricular (rv) mechanical support, and intravenous (IV) diuretics and/or inotropes. The status of the devices is unknown. No additional adverse patient effects were reported.